Event description:
J&j stent plaecd in left anterior descending artery. The stent caused a flow defect in the diagonal artery. A wire was placed into the diagonal artery and the tx2000 was placed over the wire. The balloon was placed across the stent and inflated. When the tx2000 was being removed it was found to be stuck. The attempted removal caused the collapse of the stent and the rupture and loss of the balloon. Attempts to remove the balloon were unsuccessful. Emergency cardiac surgery was performed.